Event description:
It was reported that the screw backed out of anchor c cage.

Manufacturer narrative:
Method: device history review. Results: the event of anchor c 7 x 12 x 14 x 4deg. Cervical std alone cage securing mechanism disengagement post-op was confirmed by sales rep report. No harm or revision was reported. The IFU indicates that loosening could be caused by inadequate initial fixation, latent infection, premature loading of the device, trauma, biological complications or mechanical problems. Conclusion: further information about this event could not be obtained, multiple requests were made. Without further information the cause of the reported event could not be determined.

Event description:
It was reported that the screw backed out of anchor c cage.